Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to acceptance criteria. Review of the logfile for the day of treatment shows that after the system was started the user performed the vacuum, energy and ablation check without any issue or error, before two further energy checks were performed with no relevant deviation to the first one. The system was left in standby for one hour before the user prepared treatment of od. During preparation and during the treatment no issue can be detected also the energy is stable during the treatment. After the treatment is finished and suction pumps have already stopped the user tried to move to home position with the home button which is not allowed before the eye contact was released by moving the laser arm up with the joystick (user information message: 'no movement to home position possible (eye contact)'). The user tried to move to home ten times before the movement to home was allowed. Most possible this was the point in time were the user removed the patient interface manually. During the preparation of the treatment of os the user failed to achieve suction 2 one time before he canceled the treatment and restarted it completely one minute later. The next two preparation tries were also canceled due to bcm errors during focus control which is most possibly caused by liquid on the pi due to eye contact in the earlier try. The third attempt to perform the treatment was successfully and shows no further issues or deviation. The treatment was completed without any further problem and after that the system was shut down. No abnormalities detected in the logfiles which indicate there was no cutting. Review of additional information provided shows that the gas escaped out of canal, but under patient interface, because the canal setting is too short, which resulted in vgb. Consequently, after such vertical gas breakthrough (vgb) the affected flap area usually remains uncut. During onsite visit the fse performed planned maintenance; all parts work correctly and confirmed that the system works according to specification. The release problem of the patient interface was caused by wrong handling of the user, vacuum was turned off automatically. The canal length offset is too short which led to the gas accumulation under patient interface and resulted in vgb and incomplete cut in this area. This is most likely root cause for the flap could not be lifted. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the vacuum did not turn off automatically so the vacuum tubes were manually disconnected. After attempting to lift the flap, it was noted that there was no cut and the flap could not be lifted. The treatment was not completed. Additional information provided states that the surgeon is waiting for the patient's eye condition to stabilize before second surgery is scheduled.